Manufacturer narrative:
As-received, the device battery voltage was at eri level. The device was then programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics except for device being at eri level due to normal usage. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient went into the clinic and was complaining of syncopal episodes. The physician decided with no other causes for the syncopal episode that he wanted to change the battery. The pacemaker was close to elective replacement indicator (eri) and was noted as a possible cause of the syncopal episodes. The pacemaker was explanted and replaced. The patient was stable at the time of the battery change and remained stable post battery change